Event description:
Kimberly clark has received a report indicating that "while intubating a child on (B) (6) 2009 with a pediatric microcuff endotracheal tube 4.0mm, the cuff would not maintain pressure and had to be clamped." The tube was reported to still be in use at the time of the report. There was no report of any injury to the pt. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
The sample device has not been returned for eval. Investigation is in-process. A f/u report will be sent when add'l info becomes available. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.